Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed hydrocortisone and benadryl creams for the skin irritation. Follow up indicated that the creams helped the skin irritation to improve.